Manufacturer narrative:
Patient height: 155cm. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed. The customer has advised that the issue was resolved by tightening the screw connection to the helium tank.

Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer has advised that the issue was resolved by tightening the screw connection to the helium tank. The iabp unit was never removed from service and it is cleared for clinical use. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) medical center. Device not returned to manufacturer.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a no helium alarm. The customer noticed the helium icon was less thank half full, alarmed, and then the pumping stopped. The helium tank tried to be changed, but heard a "hiss" when the yoke was unscrewed, and immediately screwed it back on. The helium icon increased immediately and was able to continue support again. No patient harm, serious injury or adverse event was reported.